Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Additional information from the customer confirmed that there was no patient injury. The error message occurred during the procedure when they were looking at the patient's eye. It is unknown what type of procedure was being performed or the details of the patient. The procedure was able to be completed with another device. The device used to complete the procedure is unknown. There was no damage or abnormalities observed. The error was able to be cleared by unplugging the device and plugging it back in. No error message since. Since this issue has not reoccurred the device will not be returned. However, the device is due for preventative maintenance. Technical assistance center (tac) advised the customer to schedule the preventative maintenance. In addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the unit was delivered to the customer on august 15, 2014. The lm reported that the most probable cause for the reported event is as follows: because the phenomenon has not been reproduced since replacing the lamp, it is presumed that the lamp went out because the lamp was close to the lifetime. If the lamp goes out, e102 error is notified. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
As part of our investigation, on (B)(6) 2020, the technical assistance center (tac) followed up with the customer to obtain additional information regarding the reported event and was informed that an olympus bulb was used and it had over 500 hours of use. The bulb had not been changed out for the last two years. The bulb was changed and the issue was resolved. The device will not returned for evaluation.

Event description:
The service center was informed that during an unspecified procedure, the user reported an e102 "clv lamp err" was observed. The device was powered off and then powered back on and the light source began to work. The intended procedure was completed with the same device.